Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was depleting prematurely. Upon interrogation, it was noted that this s-ICD delivered inappropriate shocks due to myopotential oversensing. Additionally, it was noted low amplitude/poor morphology. Subsequently, the s-ICD was explanted and replaced, while the physician opted to keep the electrode. No additional adverse patient effects were reported.